Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the homechoice automated pd set and the minicap transfer set which resulted in a leak. It was further described as "they encountered disconnection of the tubing from the connector. The patient noticed liquid and reconnected the tubing." This occurred during an unspecified process step of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: b5. B5: upon receipt of additional information, it was stated that the cassette was not involved in the reported issue. Therefore, the cassette is no longer considered a suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.